Event description:
A pt was treated on 12/18/96, with two formulations of collagen to the horizontal dsforehead lines, nasolabial folds, upper lip border and oral commissures. On approx 1/10/97, the pt developed redness, and swelling at the nasolabial folds. Later (onset unk), erythema swelling and induration developed at all sites. On 1/29/97, the pt presented with continuing symptoms at all facial sites. The physician diagnosed a hypersensitivity and prescribed a medrol dosepak and message with vitamin e oil.